Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l3-4, l4-5, l5-s1 with a cage and rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery, the patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
Corrected and additional information .

Event description:
It was reported that on (B)(6) 2009: patient presented with following pre-op diagnoses: multi-level lumbar degenerative disk disease. Severe spinal stenosis. Paraparesis. Ruptured lumbar disk l4-5. For which, patient underwent following procedures: right-sided l4-5 diskectomy. Bilateral lateral arthrodesis, l4-5. Pedicle screw instrumentation, l3-4, l4-5 and s1. Lumbar diskectomy l4-5, left. Bilateral lateral arthrodesis, l5-s1, l3-4. Laminectomy l5-s1, l3-4. Morselized autograft and allograft. Fluoroscopic imaging. Per op-notes, " .... The operative level was confirmed at l3-4 using intraoperative fluoroscopy. The appropriate size peek implant was sized, packed with morselized allograft as well as bmp , and packed into position. Attention was then directed towards the l4-5 level. It was packed with morselized allograft, bmp and then packed into satisfactory position. Bmp was applied to the lateral gutters where the fusion was. Postoperative radiographs were obtained showing satisfactory appearance of the instrumentation and arthrodesis. Patient tolerated the procedure well without any intraoperative complications. .."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.